Event description:
Boston scientific received information that following the implant, this right ventricular (rv) lead exhibited decreased sensing, loss of capture (loc) at maximum output, and was observed to have dislodged. An invasive procedure was performed three days later and the lead was explanted. Another manufacturer's lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.